Event description:
Reportedly, one day after surgery pt was brought back to o.r. For bleeding from the staple lines. The surgeon viewed unformed staples (no b shape) causing bleeding. Pt was sutured to stop bleeding.